Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n185134018, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information received from the healthcare provider regarding a patient receiving gablofen (2000mcg/ml at 487.7mcg/day). Indication for use was noted as intractable spasticity and cerebral palsy. A pump replacement (pump was nearing end of its battery life) occurred on (B)(6) 2015 at 08:45 (conflicting information in the same source reported an 09:30 time). During the case the physician disconnected the pump from the catheter prematurely in the pocket. He then spent a few minutes dissecting the connector from the pocket wall. The manufacture representative was concerned that some of the drug "dripped" out from the catheter while it was disconnected from the pump that they had done a back table prime on. The physician did not believe so and did not think it was necessary to re-prime the catheter. The healthcare provider confirmed only the pump was primed at the pump replacement procedure and also confirmed that the pump was rinsed with 3ml of drug because the reservoir volume was 37ml. The patient had a change in therapy effect. The patient started to experience withdrawal at 02:00 on (B)(6) 2015. The patient experienced itching and an increase in spasticity. The healthcare provider than reported that the during the pump replacement the catheter snapped off and some gablofen did leak out. The patient we nt into the emergency room (ER) with withdrawal. It was calculated that it would take 19 hours and 36 minutes to fill the catheter if it were completely empty. The patient had attributed their symptoms to the drug dripping out of the catheter while it was disconnected from the pump. The healthcare provider reported they would manage the patient's withdrawal with oral baclofen. Upon weaning the patient off the oral baclofen, the patient's withdrawal symptoms appeared to recur. The patient was still having symptoms so a catheter access port (cap) was performed indicating that the catheter and connection were functioning properly. They were able to get back cerebral spinal fluid (csf). After confirming catheter patency, the patient was continued on a slow taper of oral baclofen. As of (B)(6) 2015, it was reported that the patient was doing well and was receiving therapy with the initiation of oral therapy. However, the patient continued to have symptoms that were felt to be related to baclofen pump malfunction. The symptoms were relieved with the initiation of oral therapy. As such, the patient's existing catheter was felt to be partially obstructed, potentially resulting in their symptoms. Because the patient's issues persisted a catheter replacement was done on (B)(6) 2015. During the revision, the removal of the pump demonstrated a catheter that was appropriately attached to the exit port of the pump and there was no evidence of any disruption of the catheter. A disconnection of the catheter from the pump revealed a small dot of coagulated blood within the connector site and the flow of csf was noted as it back-filled the catheter. It was noted in the operative notes that a small amount of cerebrospinal fluid (csf) was lost. It was uncertain if there was any malpositioning of the catheter that resolved upon removing the pump from its pocket, the decision was made to continue with the catheter replacement as planned. The flow of clear csf was noted and the new catheter was anchored using the anchoring device. The catheter was then guided into the abdominal wound and the sutureless connector system was used to secure the catheter to the pump. The pump was placed in the abdominal pocket and then the wound was closed. They were getting good csf backflow from the existing catheter but the physician decided to proactively replace the catheter. The cause of the catheter snapping off was not determined. There was conflicting information received by the manufacture representative that reported that the catheter replacement case was done on (B)(6) 2015 (last night) and the case done on (B)(6) 2015 was exploratory. They were able to get good csf backflow but the physician decided to proactively replace the catheter on (B)(6) 2015. As of (B)(6) 2015, the catheter snapping off and withdrawal had been resolved.

Manufacturer narrative:
(B)(4). Eval code-conclusion replaced.

Event description:
The health care provider (hcp) reported the patient had a flex dose of 355.8 mcg/day. The patient had the pump replaced on (B)(6) 2015 but had withdrawal symptoms. A cap study was performed with good csf flow. The patient still complained of mild withdrawal symptoms (itchy, twitchy). The hcp decided to replace the catheter to eliminate all concerns. The reason for the device removal was loss of therapy. A rotor study was not performed. A dye study was not performed. The intended use of the device was "treatment." The patient recovered without sequela. The patient did well after the catheter was replaced. The hcp doubted they were having true withdrawal symptoms; more like anxiety attack.

Manufacturer narrative:
Analysis of the catheter found damage occurred to the catheter body and or guidewire during implant procedure. A hole was found in the catheter at the 73 cm marking of segment 1. The characteristics of the hole were very typical of a shear hole caused by an interaction of the catheter with its guidewire during the implant procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.